Event description:
It was reported that approximately 32 months post implant of a bifurcated device and a suprarenal aortic extension an endoleak was identified. Reportedly the patient was being treated for an endoleak type ii and while they were investigating discovered to be an endoleak type iiib.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in patient.

Manufacturer narrative:
Based upon the investigation findings, the reported event was confirmed based on the clinical assessment review. There were suboptimal medical documentation and imaging studies available for this review. Product appropriateness and patient candidacy assessments were limited by lack of information. The patient's history or stage iii ckd was found to be a cautionary product use due to the intolerance of contrasted surveillance. A manufacturing record review was performed; the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed that no other units from the same lot have been involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based upon the investigation findings, a root cause for the reported type iiib endoleak could not be determined, but the presence of calcification at the bifurcation, as described in the clinical assessment, might have been a contributing factor. The device remains in the patient and no device evaluation could be completed.

Event description:
It was reported that approximately 32 months post implant of a bifurcated device and a suprarenal aortic extension an endoleak was identified. Reportedly, the patient came in to be treated for a type ii endoleak. However an angiogram displayed an endoleak coming from the bifurcated device. The physician relined the graft with an additional bifurcated device and an infrarenal aortic extension.